Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, bowel problems, organ perforation, vaginal scarring, emotional distress and a product problem. It was also reported that the plaintiff had another sling implanted on (B)(6) 2010, due to recurrent stress urinary incontinence, recurrent grade 1 cystocele, and recurrent hypermobility. It was noted by the physician that no residual mesh was present, "although there was some edematous jelly-like material in this area." Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #2183959-2014-12310.

Event description:
Additional information received indicated that the plaintiff experienced voiding difficulty and discomfort.